Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that post-paced t-wave oversensing was noted on a patient's implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.